Event description:
It was reported that the patient experienced multiple shocks due to a right ventricular lead fracture and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4076 implantable pacing lead, (B)(6) 2009. (B)(4).